Event description:
The customer reported being hospitalized on (B)(6), 2013 due to infections, diabetes ketoacidosis and high blood glucose of 640mg/dl. The customer had kidney, liver and bladder infections as well as salmonella. Then the rep called and stated that the customer was having low blood glucose, but she was hospitalized for high blood glucose. The caller stated the customer experienced low glucose for a couple of weeks. The caller stated that she went to bed; she was foaming at the mouth and woke up after the paramedics arrived. The glucose level was 27mg/dl. It was stated that at night she had a mountain dew soda and grand crackers and her blood glucose was 240mg/dl. Then she connected back the insulin pump, and when she woke up her glucose level was less than 100mg/dl. The customer stated that her blood infection was due to chicken that the customer ate a year ago. Troubleshooting was performed. The caller mentioned having a couple of seizures. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.